Manufacturer narrative:
According to the narrative the user experienced balloon deflations with two different controllers. The data for each controller was downloaded and analyzed. Ln 02082018-02 sn (B)(4). The data was downloaded and reviewed. The data shows a total of three ablations and each one registers a low balloon pressure error, thus confirming the users narrative as these errors trigger a balloon deflation as a safety mechanism. Pressures are shown to fall below 2 psi. According to the narrative 2 catheters were used but only one was returned. The controller was run with the returned catheter. The user noted that they inserted the catheter "twisted". It appears that they meant the arrows were misaligned as this was observed on the catheter and had to rotate it (twist) 90 degrees for it to lock into place. Once inserted the controller performed three 8-second ablations with no issues. The controller functioned as intended. No root cause was definitive for this low balloon pressure error. One possible root cause could have been that the catheter that wasn't returned could have been clogged up restricting the flow of nitrous, but impossible to say without having the catheter in hand. Some other possible root causes could be that the cartridge may have been low on nitrous due to "puffing" or could have been due to patient anatomy, if it is a large anatomy the balloon may have trouble making contact and result in lower balloon pressures. Ln 01252018-01 sn (B)(4). The data was downloaded and reviewed. Data shows a total of 9 ablations and 2 errors for low balloon pressure, thus confirming the users narrative. The first ablation shows normal operating pressure at around 2.5-3 psi, second ablation shows lower pressure but still above the 2 psi threshold, but then the third ablation drops down below 2 psi thus triggering the low balloon pressure and deflating the balloon (which occurs as a safety mechanism). The next two ablations occur normally, followed by another low pressure treatment that gets below the 2 psi threshold thus triggering the low balloon pressure deflation once again. The final three ablations occur at normal operating pressure. This controller was tested with the returned catheter and performed three 8-second ablations without any issues. The controller performed as intended. No root cause was definitive for this low balloon pressure on this controller. One possible root cause could have been that the catheter that wasn't returned could have been clogged up restricting the flow of nitrous, but impossible to say without having the catheter in hand. Some other possible root causes could be that the cartridge may have been low on nitrous due to "puffing" or could have been due to patient anatomy, if it is a large anatomy the balloon may have trouble making contact and result in lower balloon pressures.

Event description:
C2 therapeutics became aware of device malfunction on 14 march 2018: during a cryoballoon focal ablation system procedure, the user experienced balloon deflation. The user switched to a different cryoballoon focal ablation system and after twisting and locking the catheter in place the case was successfully completed without any issues.